Event description:
It was reported to philips that the azurion system did not turn on. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and checked the system. Upon troubleshooting actions, customer stated to fse that on the day of the failure the general power outage happened in the hospital. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power failures or outages may occur that can cause the azurion or allura system to not boot up/start up or shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion or allura device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.